Event description:
During a routine follow-up, it was difficult to interrogate the device. Diagnostic reports indicated that the crystal oscillator was not functioning and that the device had reset. Based on the known crystal oscillator anomally, the decision was made to explant the device.